Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a free flap neck dissection, while clipping during the case, the clips were spitting, scissoring, and the clip applier didn't place the clip and cut a vessel. The clips fell into the patient's cavity and were retrieved. There was no injury.